Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons are unresponsive. Customer's blood glucose was 12.8 mmol/l. Customer stated that the buttons were not pressed for longer than 3 minutes. Customer stated that the pump was not bumped or dropped. The insulin pump will be returned for analysis and will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.